Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for follow up. Upon review, it was revealed that during the device check on (B)(6) 2019, the pacemaker estimated over two years of battery longevity remaining. However, during the device check on (B)(6) 2020, the pacemaker longevity estimated only three quarters of a year of battery left. The physician noted that the pacemaker exhibited an inaccurate battery longevity calculation. The patient presented for explant procedure on (B)(6) 2020. During procedure, the pacemaker was explanted and replaced. There were no consequences to the patient.